Manufacturer narrative:
It was reported that the device alarmed "disposable error". The failure occurred during use. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be reproduced and therefore, no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available. H3 other text : device serviced by trained medtech staff of the customer.

Event description:
It was reported that the cardio help showed the alarm ¿disposable error¿. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the device alarmed "disposable error". The failure occurred during use. No further information on the failure could be provided. Therefore, it will be assumed that either the error message "pump disposable error - stop!" Or "start without disposable" occurred. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could not be reproduced and therefore, no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the possible failures could not be replicated, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to both reported possible failures: no or insufficient coupling between the cardiohelp and the hls set . Magnetic coupling disturbed. In the instruction for use (IFU) of the cardiohelp device it is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. Furthermore in the IFU ( instructions for use) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU for disposables the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The device was manufactured on 2022-09-06. The device history record (DHR) of the cardiohelp was reviewed on 2023-09-22. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "alarm: disposable error" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.